Event description:
The initial reporter reported that the pump failed a 40 psi test in their facility. The initial reporter advised that the complaint occurred during testing and had not had any effect on a patient. [B](4).

Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the pump was returned to mmdg for investigation, the pump operated as expected. Mmdg was unable to replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the pump was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter reported that the pump failed a 40 psi test in their facility. The initial reporter advised that the complaint occurred during testing and had not had any effect on a patient. [Complaint-(B)(4)].